Event description:
It was reported that the procedure was to treat a heavily calcified distal left anterior descending artery. Pre-dilatation was performed with a 2.5 x 12 mm trek. When a 4.0 x 18 mm vision was deployed it was noticed that the stent implant did not deploy in a linear shape due to the heavy calcification. After deflation, when the balloon was being removed, the balloon hung up inside the stent. Multiple manipulations such as inflation and deflating and moving the balloon forward and back did not unhinge the balloon. A second guide wire was advanced but could not cross. A non-abbott 3.5 guiding catheter was advanced into the stent and was able to get the balloon loose. A 4.5 x 15 mm nc trek was being used for post dilatation when the hypotube separated. The device was easily removed. The implanted stent was not damaged and was fully open in the artery. The outcome was good. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide cath: cordis xb 3.5 . Evaluation summary: the device was returned for evaluation. The reported difficulties could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for difficult to deploy or difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc trek referenced, is being filed under a separate medwatch report #.